Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician went to clip the mucosa and one side of the clip broke off inside the patient. The physician retrieved the clip fragment and successfully completed with the procedure with another of the same device. There were no patient complications as a result of this event. The patient was reported to be "okay" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) the complainant was unable to provide the suspect device upn and lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. The broken clip is most likely the result of anatomical/procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.